Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Product analysis #(B)(4): post market vigilance received one endo gia* ultra universal 12mm single use instrument opened by the account without the packaging. The visual inspection of the returned product noted. No visual abnormalities were observed with the instrument. Pmv performed functional testing. The pmv loading unit that was used in testing was unit n6m0706kx. The instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected.

Event description:
According to the reporter: occurred during a laparoscopic pylorus-preserving pancreaticoduodenectomy (pppd) procedure. There was a problem loading the device. After installing the cartridge onto the handle, it would not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device did not lock onto the tissue. No device component broke off. In order to resolve the issue and complete the case, replaced with a new product. There was no patient harm. The patient status is alive, no injury.